Event description:
A malfunction on the pump was reported by the customer, identified by malfunction code malf 5, and a non-resettable fault ID of 0x2147. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.